Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event of device migration received on oct 17, 2017 with lot number 1191261 visual analysis of the returned device identified opening, wear abrasion. The leak test was performed and found opening in the shell. A microscopic analysis was performed which identify an opening crack, identify the delamination diaphragm valve, identify striated edge opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: -a crack opening on diaphragm valve due to cracked valve seat diaphragm valve - delamination of the diaphragm valve assessed as adhesive failure. - a striated edge opening on anterior side due to surgical damage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Operative report noted additional events of "migration" and "bottoming out". Capsulorrhaphy was performed as treatment. Device has been explanted.